Manufacturer narrative:
(B)(4). No hospital name, address, or contact person was provided in the maude report. Carefusion is unable to contact the customer for additional info or to request the return of the affected product.

Event description:
Received customer's maude report: "pump failure between the infusion pump and the brain module." Event type, is listed as injury, and event outcome, is listed as required intervention, no details provided. No other info is available, no customer info is provided or available. Reference uf/importer report # (B)(4).